Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to fire was confirmed as a needle to cuff miss. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, analysis an anterior needle to cuff miss occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are being filed under separate medwatch reports.

Event description:
It was reported this was a closure of an unknown vessel using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, with four prostyle devices, the suture threads did not work. The suture of two new prostyle devices were successfully pre-placed. The procedure was completed and hemostasis was achieved with the pre-placed prostyle devices. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.